Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bottom aligner cuts into their gums where their wisdom teeth are. This is causing excruciating pain and bleeding of their gums. Provided fit and discomfort tips, warm water rinse tips and filing on the lower aligner to help prevent with cutting and bleeding

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.